Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations were not communicating. A technical support specialist (tss) confirmed that the customer confirmed the issue was resolved after working with a logistics agent. The system functioned as intended after the customer resolved the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower station, it was not sending stock-out messages. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.